Event description:
On 07/08/1998 following an atherectomy procedure, an angio-seal device was placed in a patient's groin. During the procedure, the patient received a reopro bolus and drip. Immediately following deployment, bleeding was noted from the puncture site. The reopro was discontinued and a femostop device was applied with control of the bleeding. While the femostop device was in place (length of time unknown) the patient's pulses were noted to be absent. The femostop was removed and the patient discharged. On 07/13/1998 the patient underwent surgery for symptoms of occlusion. Cellulitis was also noted at that time. As of 08/18/1998 there has been no further information provided to the manufacturer.